Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a bilateral mastectomy. During procedure, the patient received inappropriate therapies when the physician elevated the tissue to used electrocautery. Tachy-therapies were not disabled prior to procedure. However, a magnet was placed over the device. After the procedure, the device functioned appropriately and patient was in stable condition.